Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. A save to disk was performed and forwarded for analysis. It was determined the high measurements occurred when the shocking vector was programmed rv to ra. The proximal coil was programmed off and defibrillation threshold (dft) testing was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.